Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the display of the insulin pump got dark. The customer¿s blood glucose level was 97 mg/dl. Troubleshooting was performed. Customer had sent pictures of the display and was identified a damage in the insulin pump¿s case. The device will not be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment/partial display anomaly noted during testing. Device had cracked lcd window, cracked case at display window corners.(B)(4).